Event description:
Hospitalized for high blood sugar levels. It was indicated that md was unsure of cause for high blood glucoses. The pump had correct settings and passed functional tests. It was reported that the customer uses cold insulin in the pump. The customer was educated on proper set change techniques.